Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11j. Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer ring during visual inspection noted. The following were noted during visual inspection: partially broken retainer, missing display window cover, scratched lcd window, cracked keypad overlay, missing serial number label, cracked case (corner of belt clip rails) and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a scratched lcd window, cracked keypad overlay, missing serial number label, cracked case (corner of belt clip rails) and cracked battery tube threads.